Event description:
It was reported that there were problems with the power cord. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Unit has not yet been returned for evaluation; follow-up will be issued as necessary based on evaluation results.